Event description:
It was reported that pump experienced malfunction alarm. There was no reported adverse impact to the customer¿s blood glucose level. Customer contacted support, was advised to contact healthcare provider for backup therapy, received instructions to place pump in storage mode and to return it using prepaid label.